Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly and hardware low level failures in history file. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump had loss of audio issue. The customer¿s blood glucose was unknown. The customer also stated that the insulin pump had still beeping even though she turn off audio. The customer was declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.